Manufacturer narrative:
Additional information is provided in sections d.10, h.3, h.6 and h.10. A forceps sample was received in opened original packaging including the cover foil. The returned sample shows surgery residuals. The device history record for the affected lot was reviewed by manufacturing. No abnormalities that could have contributed to this event were found and the product was released according to acceptance criteria. The sample was visually inspected with the aid of a photomicroscope with various magnifications. It was found that the forceps show surgery residuals. After cleaning, it was found that the tube is loose which blocks the forceps from activating. The customer¿s complaint was confirmed. Root cause could be determined to be an improperly performed bonding procedure. Investigations performed by the manufacturer in 2018 led to an improvement in the manufacturing process whereby the bonding process was enhanced by increasing the amount of glue the operator applies to the device from 3 drops to 4 drops, ensuring a better connection between tip-tube and sleeve. Forceps devices manufactured at the location of the customer's complaint sample had not yet been informed about the process of including a 4th drop of operator applied glue. The process of having the operator apply an additional, 4th drop of glue to the device during manufacturing instead of three drops was reported to manufacturing site associated with the customer's sample who has, meanwhile, implemented the process of adding a 4th drop of glue. Data will continue to be monitored for evidence of trending. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic forceps failed to open and close and would not grasp during a vitrectomy surgery. An alternate forceps was obtained in order to perform the procedure. There was no harm to the patient.